Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential pacing inhibition due to myopotential oversensing was observed on the implantable cardioverter defibrillator, the patient was asymptomatic. On (B)(6) 2017 programming modifications were performed successfully. The patient¿s condition was stable.